Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported the patient developed an epidural hematoma following a permanent implant procedure. The hematoma was confirmed by a CT scan. As such, the patient underwent additional invention (B)(6) 2018, to address the issue. Reportedly, the patient is doing well following the procedure. No additional information is known at this time.